Manufacturer narrative:
Type 1 diabetic on vgo 20 from (B)(6) 2017 reported to valeritas customer care that while she was wearing v-go 20, the patient reported that four times she fell while she was working in housekeeping at an area hospital. Pt. Was not able to provide exact dates/times. Pt. Bg was reported as 9, 19 and 23. Pt. States that on five occasions she required emergency medical care for significant hypoglycemia while on vgo. Pt. States the vgo was too much insulin. The pt. Is sensitive to insulin and the vgo 20 provides more basal insulin than she requires. The higher basal dose with the vgo 20 combined with the pts. Physically demanding job is the likely cause of the severe hypoglycemia. In four of the five incidents the pt. Was treated for hypoglycemia with IV dextrose while in the emergency room and then discharged to home; in one case the pt. Was treated in the emergency room, kept for observation and then discharged to home. Pt. States she cannot clearly recall the events immediately prior to the hypoglycemia or immediately after the treatment for the hypoglycemia. There is no alleged malfunction of the device. The device was not returned for investigation. Root cause is likely that this insulin sensitive type 1 diabetic required less insulin than prescribed on the vgo 20.

Event description:
Type 1 diabetic on vgo 20 from (B)(6) 2017 reported to valeritas customer care that while she was wearing v-go 20, the patient reported that four times she, fell while she was working in housekeeping at an area hospital. Pt. Was not able to provide exact dates/times. Pt. Bg was reported as 9, 19 and 23. Pt. States that on five occasions she required emergency medical care for significant hypoglycemia while on vgo. Pt. Reported that she is currently on an insulin pump and her daily basal rate is 12.75 units per 24 hours. Pt. States the vgo was too much insulin. The pt. Is sensitive to insulin and the vgo 20 provides more basal insulin than she requires. The higher basal dose with the vgo 20 combined with the pts. Physically demanding job is the likely cause of the severe hypoglycemia. In four of the five incidents the pt. Was treated for hypoglycemia with IV dextrose while in the emergency room and then discharged to home; in one case the pt. Was treated in the emergency room, kept for observation and then discharged to home. Pt. States she cannot clearly recall the events immediately prior to the hypoglycemia or immediately after the treatment for the hypoglycemia. Pt. Recovered from the hypoglycemia with third party intervention. Cause of the hypoglycemia is that this insulin sensitive type 1 diabetic required less insulin than prescribed on the vgo 20. Device was not returned for investigation.

Manufacturer narrative:
Initial reporter. Health care professional -no. Non health care professional'. Follow up 1. Correction.